Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; however, a visual inspection noted blood/body fluid on the distal conductor with no other findings, damage or defects.

Event description:
It was reported during the implant prodecure that there was positioning difficulty with the lv lead. The lead was not used. No patient complications were reported as a result of this event.